Event description:
Unomedical reference no.(B)(4). Event occurred in the united states. On 10 april 2024, patient's mother has reported that infusion set has bent canula. The blood glucose level of patient was 400mg/dl for 3.5 hours at the time of incident. The user tested for ketones and it was negative. No outside assistance or medical intervention was required as a result of the elevated bg levels. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.